Event description:
The lay user/patient contacted lfs alleging a cracked display on the lcd screen. The patient was unable/unwilling to verify whether they exhibited any symptoms or sought any medical attention due to the reported issue. The patient did not have meter available to further troubleshoot. The meter was replaced. The complaint is being reported due to the cracked display.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.